Event description:
It was reported the pt's pump device had a motor stall due to an MRI. The pt's health care provider reportedly restarted the pump, but the pump stopped again "causing an increase in pain." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).